Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer was made aware. D6b: explant date: several years ago, from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that all components were explanted because it was incorrectly implanted. No further information has been obtained despite good faith efforts.